Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the insulin pump was scrolling when the b button was pressed. It was also found the buttons were intermittently responsive on the insulin pump. Customer's blood glucose was unknown. The customer reported the insulin pump began to work during the call. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.